Event description:
Customer stated, "the product made a sizzling sound". The product has not been returned for investigation. The customer did not claim any injury. As of 5/30/2019 the pad has not been returned. (B)(6) did not find this to be a recurring issue in the lot. Without the product, (B)(6) cannot make any further determinations.